Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4) that there was a fire in the or during a procedure in which the stryker e-sep pencil was in use. The fire resulted in burns to the patients face, neck and back. The patient was emergently intubated and sent to a local burn center for second and third degree burns. The procedure was not completed but patient came back and the procedure was completed 11 days later. The user facility reported that they had issues with skin preparation and oxygen during this procedure.

Event description:
It was reported via medwatch 5115982 that there was a fire in the or during a procedure in which the stryker e-sep pencil was in use. The fire resulted in burns to the patients face, neck and back. The patient was emergently intubated and sent to a local burn center for second and third degree burns. The procedure was not completed but patient came back and the procedure was completed 11 days later. The user facility reported that they had issues with skin preparation and oxygen during this procedure.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.